Event description:
A customer contacted beckman coulter inc. Regarding a higher than expected hybritech psa (prostate specific antigen) result generated by the unicel dxl 800 access immunoassay system that did not match the hybritech psa result for one patient. The initial result was 0.32ng/ml and when sample was treated in a heterophile blocking tube (hbt), it gave a result of <0.1ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. Service was not requested for this event as the customer is not questioning instrument performance.